Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had leak at reservoir barrel. The customer¿s blood glucose level was 6.4 mmol/l. Customer stated reservoir leaking during: priming and noticed crack or splits in barrel. The reservoir will be returned for analysis.